Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.

Manufacturer narrative:
Additional information received and indicates the patient experienced a heart attack, however, did not indicate the patient is deceased. Request for clarification of circumstances surrounding the event has been made and upon receipt it will be submitted accordingly. In addition, the sections were updated accordingly. This is one of two device reports that are associated with this event. The associated manufacturer report numbers: # 1225714-2014-14155 and 1225714-2014-14156. The hardcopy 3500a form MFR report # 1225714-2014-14155 follow-up # 001 was timely submitted on (B)(4) 2016 to the office of center for devices and radiological health, stamped (B)(4) 2016, and returned to fresenius medical care with a cover letter dated (B)(4) 2016 stating the paper MDR submission was not accepted. This report is being resubmitted electronically per 21 cfr part 803.56.

Event description:
The plaintiff's attorney alleged that the decedent experienced unspecified injuries and a cardiovascular event on an unknown date and subsequently expired after the use of the product.